Manufacturer narrative:
(B)(4). Date sent: 09/11/2025. D4: batch #816c15. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with 2 open reload packages, the joint cover damaged and two reloads present. Gcfrgb reload (b) was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Gcfrgg reload (c) was received partially fired 1/5 with the pan partially dislodge from right side and 1 missing double driver and 1 double driver out of position. Additionally, the reload was fired and two missing staples were noted on the test skin due to the missing drivers. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partial fire noted on the returned reloads is consistent with an incomplete or interrupted cycle. The damage on the joint cover, could have been by an attempt to pull out the device from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The condition of reload (c) is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device psee45a lot number c9dd2k and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 816c15, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure; it was observed that the device could not be fired. Changed to another one to continue the surgery but the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.